Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: about a month after undergoing hip replacement surgery using a stryker hip (model unknown at this time, but believed to include titanium and a ceramic), a patient needed to be hospitalized due to an adverse reaction. He was taken in an ambulance and received the diagnosis of sepsis at the hospital due to the presence of strep a. Full body inflammation was noted with lymph nodes impacted, and a liter of fluid was removed from the chest. The patient had undergone hip replacement surgery on (B)(6).